Manufacturer narrative:
The e801 module serial number was (B)(6). The field service engineer (fse) identified an issue with a measuring channel during the instrument check. The fse replaced a liquid surface detection rod and tubing. The investigation is ongoing.

Event description:
We received an allegation of discrepant high results for 3 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas 8000 e 801 module. Patient 1 initial result was 78.7 ng/l. This result was reported outside of the laboratory where it was questioned. A new sample was obtained and the result was "low." The specific result and method were not known. The original sample was repeated on the e801 module and the result was 4.52 ng/l. This result corresponded to the result from the 2nd sample. A 3rd sample was obtained and the result from the e801 module was 3.00 ng/l with a data flag. This result confirmed the repeat results. On an unknown date, patient 2 initial result was 8.74 ng/l. The repeat result was 4.86 ng/l. On an unknown date, patient 3 initial result was 28.1 ng/l. The repeat result was 18.3 ng/l. The customer is repeating all patient samples tested for troponin t hs.

Manufacturer narrative:
Calibration and qc were acceptable. The alarm trace data showed sample short (24 times) and sample clot alarms (46 times). Along with replacing a liquid surface detection rod and tubing the field service engineer (fse) also replaced a sipper nozzle. On (B)(6) 2024 the fse returned to the customer site and checked the rinse and flow pressures on the reagent and sample probes and performed a contamination check. The customer used a centrifugation time of 6 minutes at 2300 g. Based on the sample tube type, the centrifugation time should be 10 minutes at or less than 1300 g. The investigation determined that the event was consistent with preanalytical handling issues (the g-force was too high), which may explain the high number of sample clot alarms received. The investigation did not identify a product problem.